Event description:
A surgeon reports that a pt developed endophthalmitis five days following intraocular lens (iol) implant surgery. The lens was removed and cultures of the lens were taken. Culture results were negative. The association between this event and the iol is not known.